Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) would not click into the stabilizer smoothly. It was noted that the physician attempted increased force to insert sgc into the stabilizer but was unsuccessful. The sgc was removed from the patient and a new sgc was selected and advanced within the patient. A mitraclip ntw was advanced within the patient, during gripper actuation testing it was identified that one of the grippers would not actuate. Troubleshooting was attempted but was unsuccessful and the clip was removed from the patient. A new mitraclip was advanced within the patient, during gripper actuation testing there was initially issues with one of the grippers to actuate. Troubleshooting was successful. The clip was then implanted successfully and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be due to the observed harness pinching the gripper cover; however, a cause for the pinched cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.